Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026 at around 4:00 am the patient¿s sensor kept alarming she was hypoglycemic; she drank some juice but was feeling nauseous and vomited. The patient took a bgm and it was 451 mg/dl but her cgm was 70 mg/dl. The patient replaced all the tubing on her pump to make sure it was not the cause. The patient self-diagnosed that she was experiencing diabetic ketoacidosis (dka) so she went to the emergency room at around 5:00am the same day. At the ER, the patient was treated with 8 units of fast-acting insulin, 2l of IV fluids and 8mg of zofran (anti nausea). The patient was discharged the same day and was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.